Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements. The patient experienced diaphragmatic stimulation due to increased lv outputs. The lv lead was programmed off at that time and it was noted that the lv lead was failing. Then the patient experienced congestive heart failure symptoms due to loss of bi-ventricular synchrony. The lead was explanted and replaced. No additional adverse patient effects were reported.